Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. When a dose adjustment is made initially and propagated to subsequent treatments, the dose adjustment is propagated to the rest of the care plan as expected. However, when a second dose adjustment is made only the first dose is adjusted and the rest of the care plan is not updated as it should be. If the dose change is not detected, the patient could be overdosed or underdosed. It is not likely that the problem will occur in clinical use and cause serious injury. The problem will only occur when dose adjustments (with propagation) are made more than once. If making a dose adjustment that is propagated, it is likely that the user would check to make sure the necessary dose adjustments were made throughout the entire care plan. In addition, there are always three levels of dose checks in medical oncology by the physician, pharmacy and infusion nurse. Mosaiq version 2.64.210 was released in february 2016 and this is the first known report of this issue.

Event description:
The customer reported that dose adjustment is not carrying over to rest of care plan. Based on the available information there have been no actual mistreatment.